Event description:
It was reported by a hospital employee that a patient passed away after allegedly falling out of a bed and striking their head. The facility's risk manager was contacted, and the alleged event could not be confirmed and no additional information was available.

Manufacturer narrative:
The model/serial number of the bed could not be provided by the customer.